Event description:
The patient received a cypher stent in the proximal lad. Approximately one and a half months later, thrombus was observed in the implanted cypher stent. The thrombus was treated with balloon angioplasty and an express stent.